Event description:
It was reported that the patient underwent an anterior cervical fusion at c4-7. It was reported that a screw was found to have backed out on x-ray. No patient complications were reported. No revision surgery has been scheduled as of yet.

Manufacturer narrative:
(B)(4). The part of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The parts that were used are part# 9791323 and 9795325. The 510k for 9791323 is k061274; 510k for 9795325 is k042922. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.